Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After several imaging runs, a stent was implanted. A final run was attempted to evaluate the implanted stent. However, the catheter tip kinked and the catheter coiled up outside the guide catheter. The catheter was stuck and could not be retrieved or moved forward so the entire system was removed together. The procedure was successfully completed with another catheter. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the sheath was kinked, the imaging window was twisted, and the tip was kinked. Visual inspection showed the guidewire advanced on the floppy section.

Event description:
It was reported that a catheter issue occurred. The 85% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After several imaging runs, a stent was implanted. A final run was attempted to evaluate the implanted stent. However, the catheter tip kinked and the catheter coiled up outside the guide catheter. The catheter was stuck and could not be retrieved or moved forward so the entire system was removed together. The procedure was successfully completed with another catheter. There were no patient complications.